Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 tip delaminated causing burning of the conduit and obscuring the view when the smoke cleared. Conduit was bleeding out into the leg. A replacement device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot #. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Manufacturer narrative:
The device was not returned to the factory for evaluation. Evaluation was done based on a photograph provided by the hospital. The device showed signs of clinical usage and evidence of blood. A visual inspection of the photograph determined that the hot jaw heater wire was detached at the tip of the jaw, also bent. Based on the photograph provided by the hospital of the device the reported complaint was confirmed for "bent/detached heater wire. (B)(4).